Manufacturer narrative:
One opened 25ga soft tip cannula was received in a blister for the report of it did not enter the tube. The returned sample was visually inspected and was found to be non-conforming for the soft tip is damaged (cracked/torn). A dimensional inspection was done for the cannula outer diameter and was found to be conforming. A functional test was then performed using a lab supplied valved trocar cannula and the soft tip did not go into the trocar due to the damage of the sample. A functional test was also performed using a lab supplied enhanced cannula and the soft tip did travel in and out of the trocar cannula. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be visually non-conforming and dimensionally conforming. The returned sample was passed in and out of the enhanced trocar but did not travel in and out of the valved trocar. However, due to the visual damage of the soft tip and which type of trocar cannula they used was not reported; therefore a root cause cannot be determined. The exact root cause for fit issue with the trocar and damaged soft tip is unknown, therefore, specific action with regards to this complaint cannot be taken. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All assemblies are 100% inspected by trained operators. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during vitrectomy an ophthalmic soft tip did not enter in tube. The surgery was completed after replacing the product with another one. There was no patient harm.